Manufacturer narrative:
Section h3:the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect-impact code: 4613 minor injury/illness/impairment (vision blurred (patient daily life activities not impacted). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dib00, was explanted during a secondary surgical procedure due to the patient's inability to adapt to the implanted lens. Postoperatively, the patient initially reported blurred vision and, approximately one month later, indicated that their distance vision was not as sharp as desired. As a result, the implanted dib00 lens was explanted and replaced with a different iol model and diopter power (diu150). No additional patient impact or procedural complications were reported. No further information was provided.